Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: prior to use on the pt, a part disengaged from the device when dial was rotated to extend the shaft. Opened a new one for procedure. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).